Event description:
The report states "implant iabp after cag+ptca surgery. Professor team inserted a balloon, and the alarm showed blood detection. The equipment stopped working. The surgeon removed the balloon and replaced it with a new one, and the equipment worked normally". The 2nd iab was inserted at the same insertion site. No patient ham or injury. The patient status is reported as "fine".

Manufacturer narrative:
Qn#(B)(4). In section d provided the full UDI # **UDI related data quality updates only** other remarks: n/a. Corrected data: n/a.

Manufacturer narrative:
(B)(4). The reported complaint for iab blood in helium pathway was confirmed upon investigation of the returned sample. The customer returned a 40cc 7.5fr ultraflex intra-aortic balloon catheter (iabc) without the original packaging for investigation. The sample was returned in a cardboard box within a yellow bio-hazard bag (inp-1, inp-2). Returned with the sample was a 0.025in guidewire and a 30cc driveline tubing from a 30cc semi-finished kit (inp-7). Upon return, the distal end of the teflon sheath was at approximately 19.1cm from the iabc distal tip; blood was noted within the sheath sidearm (inp-6). The iabc bladder was partially withdrawn through the sheath; the visible portion of the bladder was fully unwrapped (inp-6). Buckling to the teflon sheath extrusion was noted at approximately 34cm from the iab distal tip (inp-8). The one-way valve was tethered and connected to the short driveline tubing (inp-5). Bends to the iabc were noted at approximately 5.3cm and 47.5cm from the iabc distal tip (inp-9, inp-10). Dried blood was noted on the exterior surfaces of the returned sample. Dried blood was noted within the bladder/helium pathway. The teflon sheath was noted to be on the iabc bladder membrane, which indicated the iabc was not removed correctly per the instructions for use (IFU): "do not remove ar row iab through hemostasis sheath introducer or hemostasis device. Once unwrapped (unfurled), balloon profile will not allow passage through the sheath and attempted removal in this manner may result in arterial tearing, dissection or balloon damage." The bladder thickness was measured at six points with measurements ranging from 0.0061in-0.0066in and was within specification of process document. The one-way valve was tested and failed. A vacuum was pulled on the one-way valve, and it immediately lost pressure. This was repeated five separate times according to quality system document with similar results. The one-way valve was properly cleaned and tested again; the one-way valve passed. A vacuum was pulled on the one-way valve, and it held for at least 1 minute and then 30 seconds five separate times according to quality system document. The catheter's central lumen was aspirated and flushed using a 60cc lab-inventory syringe. No abnormalities or debris were noted. The one-way valve was connected to the short driveline tubing and a negative vacuum was pulled on the one-way valve. While maintaining the vacuum, the teflon sheath was moved towards the iabc bifurcate with little force. The iabc was leak tested in accordance with testing methods from manufacturing procedure. Multiple leaks were immediately detected from the bladder membrane (anp-1). Under microscopic inspection, a total of six leak sites were noted on the iabc bladder (anp-4). The leak sites are consistent with contact from a sharp object and were noted at approximately 6.7cm from the iabc distal tip (anp-2, anp-3, anp-4). A lab inventory 0.025in guidewire was back loaded through the iabc distal tip. Resistance was noted at approximately 47.1cm from the iabc distal tip, which is the location of the previously noted bend. The guidewire was able to advance through the central lumen. No blood or debris was noted. The guidewire was front loaded through the iabc luer. Resistance was noted at approximately 37.5cm from the iabc luer. The guidewire was able to advance through the central lumen. No blood or debris was noted. An in-service has been requested to review the instructions for use (IFU) with the customer. Based on a review of the device history record (DHR), the product met specification upon release; however, the specifications were not met during the complaint investigation due to the bladder leak. The root cause of the bladder leak is undetermined. The most probable potential cause of the catheter came in contact with a sharp object was customer handling. No further action required at this time. Teleflex will continue to monitor and trend on complaints of this nature.

Event description:
The report states "implant iabp after cag+ptca surgery. Professor team inserted a balloon, and the alarm showed blood detection. The equipment stopped working. The surgeon removed the balloon and replaced it with a new one, and the equipment worked normally". The 2nd iab was inserted at the same insertion site. No patient ham or injury. The patient status is reported as "fine".

Manufacturer narrative:
(B)(4).

Event description:
The report states "implant iabp after cag+ptca surgery. Professor team inserted a balloon, and the alarm showed blood detection. The equipment stopped working. The surgeon removed the balloon and replaced it with a new one, and the equipment worked normally". The 2nd iab was inserted at the same insertion site. No patient ham or injury. The patient status is reported as "fine".